Event description:
The complainant reported an under-delivery. The pump should have delivered 1000ml over 12.5 hours at a rate of 80ml per hour. However, the pump had only delivered 300ml over 18.5 hours and there was still 1200ml left in bottle.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.